Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated an ¿e22 ¿ motorpack error.¿ troubleshooting attempts were unsuccessful and it was observed that there was corrosion inside the aquabeam motorpack likely due to fluid ingress. Ultimately, a new aquabeam motorpack was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Adverse event problem: 6. Component code component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem . Type of investigation: (4121) event history log review. The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made to retrieve the device. The treatment log files were reviewed and found that the system triggered an e22 along with an e23 error, confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-e/serial number(B)(6) and aquabeam handpiece/serial number (B)(6) were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0104-00 rev. B, aquabeam robotic system, intl (ce), english, baytech was reviewed. Table 5: system detected errors and faults. E22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.